Event description:
The information provided indicated that the devices in question are a 27mm hancock valve implanted in pulmonary position and a 29mm hancock valve implanted in the tricuspid position. Patient with the 27mm pulmonary valve and 29mm tricuspid valve implanted for an unknown implant duration underwent double valve-in-valve procedure due to stenosis and regurgitation. No complications reported. Cer# (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)